Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the pneumatic module assembly (pim module) to resolve the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement and no adverse event was reported.